Event description:
After an implantation period of approx. 26 months, oversensing with inappropriate therapies was reported. Apart from the shocks, no further adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt the lead was found cut 25.5 cm distal to the df4 connector pin. An up to 3 cm long medial fragment of the insulation was not returned. The performance of the fragments was scrutinized, including a visual inspection. Approximately between 24.5 and 25.5 cm distal to the df4 connector pin the lead body was found squeezed. At this location a fracture of the inner conductor coil and a damaged insulation of the conductor cable leading to the ring electrode were observed. These damages are assumed to be the root cause of the observed oversensing and the reported inappropriate shocks. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. This assumption could be confirmed during the analysis of the provided fluoroscopic images. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.